Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of the bd¿ syringe with needle before use. There was no report of exposure, injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacture: no. Investigation summary: we have been provided with a picture and the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as conglomerate particles of slip agent from the injection process in the tip. DHR for lot number 1610129: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2020 (october 4th ¿ 5th, 2016). Needles were assembled in machine, nº4255, nº4254, nº4237, nº4220, nº4210, in lot #6274300 (september 30th ¿ october 6th, 2016). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6273145, #6270156, #6264119, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #6273151, #6270161, #6264123, #6253445, and no problems, defects or qn related to the reported issue were found. During the injection process there is a phase of gas expulsion, in this case, the mold piece in charge of this function did not work as expected and this amount of slip agent particles finally end inside the barrel, the barrel tip was not correctly formed. We can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is unlikely in our products since review of the syringe DHR showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that foreign matter was found on the tip of the bd¿ syringe with needle before use. There was no report of exposure, injury or medical intervention noted.